Manufacturer narrative:
H3: product analysis of product: 5484803, lot# sv12c058, lot# um12l007, lot# sa11e063 visual and functional testing identified that the tip of the instrument is worn from what appears to be repeated normal use. This is consistent with anticipated wear. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include- product ID:5484803, extender 5484803 cdhs sxt a s/l assembly, lot: um12l007 product ID: 5484803, extender 5484803 cdhs sxt a s/l assembly, lot: sa11e063 h3 - evaluation of the returned device was not completed at the time of this report. A follow up report will be sent when analysis is complete.   Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding extenders. It was reported that extenders had improper function. There was no patient involvement. There were no further complications reported regarding the event.